Event description:
It was reported that the programmer displayed a loss of communication message when switching to the analyzer. The caller was advised to switch the analyzer with another programmer, which resolved the issue. The caller was also advised to clean the contacts on the analyzer and ensure it is locked in place with the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.